Event description:
Lens opacification observed at approximately 11 months post-op. Pt visual acuity at last exam was 20/100. The lens remains implanted in the pt's eye.

Event description:
Lens explantation performed on august 2000.